Event description:
The user received an erroneous bicarbonate result for one patient sample. The initial result was 42 mmol/l which the tech suspected was incorrect. She repeated testing multiple times on the same analyzer and recovered 53 mmol/l with a data flag, 28 mmol/l, 28 mmol/l and 27 mmol/l. The user also ran the same sample on an istat analyzer and recovered 30 mmol/l. The sample was repeated on the c111 on (B)(6) 2010 with a result of 24 mmol/l. The initial result was not reported to the physician and the patient was not adversely impacted in any way. Upon review of the data, results for additional assays were determined to be discrepant. The initial sodium result was 133 mmol/l, repeat result on the istat was 139 mmol/l and repeat result from the c111 on (B)(6) 2010 was 137 mmol/l. The initial glucose result was 179 mg/dl, repeat result on the istat was 95 mg/dl and repeat result from the c111 on (B)(6) 2010 was 89 mg/dl. The initial calcium result was 15.4 mg/dl, repeat result from the c111 was 15.2 mg/dl and repeat results from the c111 on (B)(6) 2010 were 9.2 and 9.1 mg/dl. These initial results were reported to the physician. The patient was not treated based on the initial results from the c111. The patient had another venipuncture about 2 hours after the draw at this site. The sample was tested at the hospital lab and the calcium result was 9.3 mg/dl. The user stated that she could not say with assurance that the second venipuncture was or was not a direct result of the initial erroneous calcium result of 15.2 mg/dl that was reported. The bicarbonate reagent lot number was 14904400, the glucose reagent lot number as 62255801 and the calcium reagent lot number was 62493301. The lot number of the sodium electrode was not provided. The field service representative could not determine a cause and suspected the sample integrity. He checked the pump performance, sample probe and centrifuge rpms. To verify the analyzer performance, he checked the diagnostics in the service software, ran two accuracy checks and a precision test. The user ran successful bicarbonate qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultra meter. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010, but was only able to obtain/verify limited information. The patient disconnected the call with the mss. The patient indicated that the alleged issue started on (B)(6) 2010, at 3:00 pm. The patient claimed that he developed a symptom of shakiness 10-15 minutes after the alleged issue began. The patient denied that he received any treatment because of the alleged issue. The patient informed the mss that the meter would work sometimes. It is not known if the patient was able to test his blood glucose between the times the alleged issue began and when the symptoms developed. Through troubleshooting, the customer service representative (csr) determined that the meter's battery needed to be replaced. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Investigation of the event determined fibrin clots most likely caused by a pre- analytic issue and were the reason for the erroneous results. It was found the centrifugation time used was not in agreement with the recommended treatment from the tube provider. Recentrifugation of the samples gave consistent results with a second mathod/analyzer. No other samples showed discrepant results on the day of the event. The patient was not treated based on the incorrect results. The customer stated that "a corrected report has been sent out."